Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) became stuck and failed to advance through the common iliac artery. Another attempt to advance the dcs with a second non-medtronic guidewire was unsuccessful. A 20 fr non-medtronic sheath was also attempted to be advanced but was unsuccessful. A percutaneous transluminal angioplasty (pta) was performed, during which a blood vessel ruptured and the patient¿s pressure decreased. Two non-medtronic endoprosthesis stent grafts were placed. The dcs was attempted to advance through the stent grafts, however the dcs caught on the distal stent edge causing the patient¿s pressure to drop again. It was reported the dcs was pushed ¿strongly,¿ the stent became deformed and a type 2b hemorrhage occurred. Another pta was performed and did not resolve. Another non-medtronic endoprosthesis was implanted and the patient¿s pressure stabilized. It was reported that, ¿no more could be done,¿ and the dcs was removed from the patient. No additional adverse patient effects were reported.